Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an ultra set capd disposable disconnect y-set leaked from an unspecified location. This occurred during use of the device for peritoneal dialysis (pd) therapy. The patient was connected to the set. The leak was further described as ¿fluid leaked on their floor, under their cabinet and heels¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.